Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor of the angio-seal device did not release. Manual compression was done instead for 35 minutes with success. Additional information was received information received 26/july/2019: the patient had coronary artery disease. The right femoral artery was punctured. Patient's outcome was in stable condition. A pre-deployment angiogram was not done before closure. All steps were alleged to be carried out correctly, but the anchor did not come out of the carrier system or lock and the carrier system pulled out. There was no harm to the patient. Additional information was received information received 31/july/2019: the procedure performed was a ptca (percutaneous transluminal coroner angioplasty) using a 6 fr sheath. The doctor reported that the anchor did not reach. The patient was pre-dilated with a balloon and stented.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to the update to device evaluated by MFR and to provide the completed investigation results. One used 6 fr angio-seal vip was received for product evaluation. The hemostasis sheath with bypass tube partially inserted and carrier tube assembly were returned for analysis. Visual inspection revealed that the hemostasis sheath and carrier tube assembly were returned separately, and the deployment sleeve was in full rear lock position with color band fully exposed. One lock of the deployment sleeve was found damaged/deformed. There were multiple kinks observed on the carrier tube. The anchor and collagen were observed under the microscope and contact with bloodlike substance can be confirmed. Functional testing was not possible due to the mutilated state of the returned device. It is likely that the user separated the device after the non-deployment pullout event. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.